Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown the manufacturing records cannot be reviewed labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(60. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) got stuck behind the optic after insertion into the patient's eye. It took some time and manipulation to release it. No further information available. The account reported 2 cases of the iol haptics sticking to the optic. This report is 1 of 2.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.